Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ chronic/ pelvic') in an adult female patient who had essure (ess205) (batch no. 508844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included ectopic pregnancy (2004) in 2004, premature birth, multigravida and parity 5 ((B)(6) 2006, (B)(6) 1996, (B)(6) 1993, (B)(6) 1987, (B)(6) 1989). Concurrent conditions included hypertension and diabetes. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal haemorrhage, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she reported that she had essure confirmation test(s) conducted reported as unknown. She received treatment for chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure implant date (B)(6) 2004 (previously reported) and (B)(6) 2006. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet and medical records were received. Events abnormal bleeding (vaginal), migraines / headaches, fatigue and patient did not undergo essure confirmation test. Lot number and concurrent condition and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ chronic/ pelvic') in an adult female patient who had essure (ess205) (batch no. 508844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included ectopic pregnancy (2004) in 2004, premature birth, multigravida and parity 5 ((B)(6) 2006, (B)(6) 1996, (B)(6) 1993, (B)(6) 1987, (B)(6) 1989). Concurrent conditions included hypertension and diabetes. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal haemorrhage, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she reported that she had essure confirmation test(s) conducted reported as unknown. She received treatment for chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure implant date (B)(6) 2004 (previously reported) and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ chronic/ pelvic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had full hysterectomy.). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she reported that she had essure confirmation test(s) conducted reported as unknown. She received treatment for chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter information updated and patient demographics were added. Injury event was replaced with chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.